Manufacturer narrative:
(B)(4).

Event description:
Triple chirps alarm occurred then the battery insertion test was not started. After known good battery inserted, the battery insertion test passed, but this battery is less than a year old. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.